Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was in chronic atrial fibrillation (af). The device was reprogrammed to vvir mode. Bi-v trigger was also turned off. It was reported the patient felt great and no additional intervention was planned. The physician planned to monitor the patient's health. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected of a conductor fracture. The pacing impedances were trending greater than 2,000 ohms for the past week. It was reported the lv electrograms (egm) was flat and pacing spikes were unable to be seen even after raising the gain. The local area sales representative had the patient perform isometrics and pacing spikes were able to be seen when the patient's arm was over their head. Intrinsic r-waves were not able to be measured due to continuous pacing therapy. There was loss of capture at max outputs and pacing thresholds were unable to be measured. A boston scientific technical services consultant discussed programming the device to rv only therapy. The patient was currently in a mode switch episode and an additional recommendation was made to decrease the lv outputs to sub-threshold, since fallback pacing during a mode switch episode is always bi-ventricular regardless of the pacing chamber programmed. No adverse patient effects were reported.

Manufacturer narrative:
It is unknown if the lv lead will be returned for laboratory analysis. Attempts to obtain additional information is currently being made. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received later that a revision procedure was performed and this lv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The field representative informed boston scientific that the hospital discarded the lead and it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.